Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter remote would not power on. The complaint was classified based on the conversation between the patient and the customer care advocate (cca) because the medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The patient stated the alleged issue began at approximately 4:50 pm while she was at work on (B)(6) 2011. The patient reportedly manages her diabetes through insulin pump therapy and denied taking any action in regards to her usual diabetes management routine. The patient claimed that approximately 30 minutes after attempting to check her blood glucose, she developed symptoms of "slight blurred vision" and reportedly self treated with 5 units of insulin (unknown type) as a precaution. She informed the cca that she has a backup meter at home. At the time of troubleshooting, the cca noted that the correct test strips were being used; the subject meter was not being used for the first time and the batteries did not need replacing per the meter specifications of use. The issue was not resolved with training and a replacement product was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.